Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse removed and replaced the rotary valve tubing and integrated multi-sensor technology (imt) module to resolve high results and imprecision. The cse redressed the salt bridge ground module and all imt standards. The cse ran precision testing on four samples and also ran quality controls(qc) on two levels, which were within range. The cause of discordant, falsely elevated na and cl results was due to malfunction of the rotary valve tubing and imt module. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on twenty patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.